Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Customer test pressure sensor in system maintenance (analog sensor task), fails with high reading. Failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: customer test pressure sensor in system maintenance (analog sensor task), fails with high reading. Customer replace bottle-side pressure sensor, and still reading high (@ 2.8v), receiving message fails. Tubing was tested with other units, and received same failure results. Informed customer to use another admin set and retest. Customer will call back, if further issues persist. End call. Ref: (B)(4).